Manufacturer narrative:
A device history record (DHR) review was performed, no issues were recorded in relation to the reported issue. A photograph of the device was supplied by the customer. Review of the photograph revealed that there appears to be a crack on the port connected to the 10ml syringe. In depth review of the photograph also revealed that the 10ml syringe attached to the connector is not the same as the 10ml syringe issued in the kit. A full investigation could not be performed as there was no returned samples and therefore the complaint could not be confirmed.

Event description:
It was reported that the trach team was informed about a patient's subglottic port not working due to it having a crack. Because of the 10mls syringe the trach team nurse was unable to aspirate any secretion as there was no pressure felt and the crack was apparent as well and needing to have trach tube for ventilation. The on duty intensivist was notified and the patient was fasted for an urgent tracheostomy tube; trach tube was changed for a new one.